Manufacturer narrative:
The lead is not expected to be returned, as it was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was diagnosed with a hematoma a few days after this system was implanted. Additional information reported the hematoma was identified through a visual inspection wherein the physician determined there was continuous bleeding in the pocket after the original implant. The patient underwent a pocket revision during which the physician accidentally cut the right ventricular (rv) lead. As result, the lead was extracted and a new rv lead was implanted. No additional adverse patient effects were reported.